Event description:
It was reported that the right ventricular (rv) lead had twos (t-wave oversensing). The lead was reprogrammed but was still was t-wave oversensing. There was further discussion on possible programming changes to eliminate the t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.